Event description:
The customer reported they were having problem lowering the c-arm. The lift motor power supply was not working.

Manufacturer narrative:
The ge service rep replaced power supply. The system operates as intended.